Manufacturer narrative:
The condition of the stop buttons of keypad at channel c were inoperative was confirmed due to fluid ingress. The keypad and harness were replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4)

Manufacturer narrative:
(B)(4). Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump in which the stop button of keypad at channel c were inoperative. The reported condition occurred before use. There was no patient involvement, injury, or medical intervention. No additional information is available. This device utilizes user interface module software version of 5.48.92.